Event description:
On (B)(6) 2015, the patient¿s health care provider contacted animas alleging treatment at a hospital for diabetic ketoacidosis. The reporter was unable to complete troubleshooting at the time of contact due to time constraints. The reporter indicated that the patient was off the pump on an insulin drip at the time and they wished to have the pump reviewed before having the patient resume therapy. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the use of the pump was unable to be ruled out as a possible contributor to the event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.